Manufacturer narrative:
The insulin pump was received with corroded keypad traces. The insulin pump was received with high idle current due to corroded electronic assemblies. The insulin pump passed self test, unexpected restart error test, rewind and displacement test. The insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump was received with cracked case at display window corners, belt clip slot and battery tube threads. The insulin pump was received with corroded battery tube. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had fluid under the lcd display and the screen was foggy. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped. The customer also mentioned that the insulin pump had crack near the up arrow button and around the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.